Event description:
As reported by the patient¿s attorney, a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-15231) and an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-15232) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. On (B)(6) 2013, additional information was attained stating that the patient had urinary retention and a foley catheter was inserted. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.